Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl and an insulin pen was used to address the bg level. The customer disconnected from the pump and used levemir and novolog to manage diabetes. The customer resumed using the pump the next day and no further occlusions occurred. The bg level was being maintained. As the contact did not have the pump at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be performed.